Manufacturer narrative:
X-ray results: post-of x ray for l4-5, fusion show that the rod is out of the l4 screw in one side. The rod appear short for the construct. Fusion status is unknown. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion surgery at l4-s1 due to spondylolisthesis. Post-op, during a follow up x-ray it was determined that the rod had slipped out of the screw. Patient suffered with pain as a result of this event and underwent revision surgery.

Manufacturer narrative:
Product analysis- visual inspection of the rod did not reveal any damages that could contribute to the rod slipping out from the saddle of the bone screw. Optical inspection confirmed normal surface scratches and witness marks from being implanted. Unable to determine root cause of the rod slippage. If information is provided in the future, a supplemental report will be issued.